Manufacturer narrative:
Device was evaluated. Sections h3, h6 (medical device problem code, component code, type of investigation, investigation findings and investigation conclusions) and h11 were updated. Internal complaint reference: (B)(4). H11: results of investigation: the real intelligence 24 in. Touch screen, part # rob10003, serial # (B)(6) used in surgery, was returned for evaluation. The external condition is like new. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed. A tka test case was performed. When pressing the footpedal and the touch screen at the same time during free collection, the points continue to be collected after releasing footpedal. The most likely cause of the reported problem is a known software defect. The gltk event handling ignores the pedal events once a "key view" is active (a key view is the view that the mouse/touchscreen presses on. And it's the view that takes all other mouse input : drag/release until the mouse button is released). The observed behavior confirms the way the gltk handles the events: the footpedal is pressed (event handled), the mouse is pressed (event creates a keyview), the footpedal is released (event is ignored, since there is already a keyview). A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and no similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during use of the cori system, data points continued to be collected even without the foot pedal being pressed. It is suspected that one (1) real intelligence 24 in. Touch screen may be causing the issue, resulting in the screen ¿sticking¿ during data collection. The procedure was resumed, after a non-significant delay, with a change in surgical technique (manual instrumentation). No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).